Event description:
Right knee swelling [joint swelling]. Knee joint aspiration [joint effusion]. Right knee injection(s) painful [injection site pain]. Could not walk / had to use crutches [gait disturbance]. Could not put weight on right knee [mobility decreased]. Light headed [dizziness]. Case description: initial information was received on 17-apr-2008 from (B) (6) female consumer patient, with a medical history of osteoarthritis. The patient experienced painful right knee injections, right knee stiffness, light headedness, right knee swelling, difficulty walking, and inability to put weight on right knee after receiving synvisc. The patient received a series of synvisc injections in the right knee on (B) (6) 2008, (B) (6) 2008, and (B) (6) 2008. The patient initially experienced extreme pain during the first two synvisc injections. About a day following first and second synvisc injection, the patient experienced stiffness in the right knee. After receiving the third synvisc injection of the series, the patient experienced light headedness. Less than 24 hours following the third synvisc injection, the patient experienced right knee swelling that was described as being "two times greater than normal." On an unknown date, the patient was unable to walk, had to start using crutches, and could not put weight on the right knee. The patient was instructed to take ibuprofen and to use ice. At the time of this report, the outcome of the patient was unknown. No further information provided. Additional information was received on 25-apr-2008 from hcp. The patient has a medical history of mild oa in the right knee for duration of >2 years with joint narrowing, previous nsaid therapy, and previous steroid therapy. Effusion was not collected prior to synvisc injections. On (B) (6) 2008, patient experienced painful right knee injections, light headedness, right knee swelling, inability to walk / had to use crutches, and difficulty putting weight on right knee. These events resolved on (B) (6) 2008. Hcp confirmed the patient did not experience knee stiffness. The patient right knee pain and swelling was treated on (B) (6) 2008 with an injection of corticosteroids and the knee joint was aspirated. Thirty milliliter of fluid was collected. Synvisc lot# x0727 was provided. Hcp assessed the following events as possibly related to synvisc injections: painful right knee injections, light headedness, right knee swelling, right knee aspiration, inability to walk, and could not put weight on right knee. Hcp assessed light headedness as unlikely related to synvisc injections. At the time of the report, the overall outcome of the patient was recovered without sequelae. No further information provided.